Event description:
A malfunction alarm, identified as malf 15, was reported by the customer. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump as instructed. The customer was advised to contact support again if the issue reoccurs.